Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via femoral artery. The 85% stenosed, 38x2.75mm, concentric, de novo target lesion was located in the mildly calcified left anterior descending artery. After a non-bsc guide wire crossed the lesion, a 2.75 x 38mm synergy¿ drug-eluting stent was advanced and deployed in the lesion. Post dilation was then performed with a non-compliant balloon catheter at high pressure. However, a mild dissection at the proximal portion of the stent was noticed. A 2.7x16mm synergy¿ stent was then deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patients' status was stable.